Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge alarms (alarm 16) occurred during the load sequence with multiple new cartridges. Reportedly, the cartridges had been filled with 200-300 units of insulin. Blood glucose level was 266 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.